Manufacturer narrative:
No product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a suspected over infusion of fentanyl however it was later discovered by the facility to have been a drug diversion. There was no patient harm.

Event description:
The customer reported a suspected over infusion of fentanyl however it was later discovered by the facility to have been a drug diversion. There was no patient harm.